Manufacturer narrative:
Investigation results. Visual examination noted that there were no defects on both the catheter and the balloon; the bonds were inspected and found to be continuous, intact, and within specification. Functional analysis noted that the balloon inflated and deflated with no issue. Based on the condition of the returned device, the reported failure of deflation difficulty could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance of the device may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation for the procedure, when the nurse pretested the balloon, the balloon failed to deflate. The balloon was set aside and not used inside the patient. The procedure was completed successfully with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation for the procedure, when the nurse pretested the balloon, the balloon failed to deflate. The balloon was set aside and not used inside the patient. The procedure was completed successfully with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as good.